Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was confirmed by mar. Method & results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 13 may 2019. This inspection indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The hip was placed in the scanning electron microscope (sem) for further evaluation of the adhered material. Sem analysis: energy-dispersive spectroscopy (eds) analysis was performed on the stem, head and adhered material from stem and head. Elemental constituents of the stem included ti-mo-zr-fe, which are consistent with astm f1813 alloy. Elemental constituents on the head included co-cr-mo, which are consistent with astm f1537 alloy. Elemental constituents of the adhered material observed on the stem trunnion included o-cr- mo-ti-c-p-ca-co. O is consistent with an oxide. C-ca-mg is consistent with biological material. High peaks of cr and mo compared to co are consistent with a corrosion process. Ti is consistent with the stem base alloy. Elemental constituents of the adhered material observed on the head taper included c-o-cr- co-mo-ti. C is consistent with biological material. O is consistent with an oxide. High peaks of cr and mo compared to co are consistent with a corrosion process. Ti is consistent with the stem base alloy. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: adhered material was observed on the stem trunnion and head taper. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy and the adhered material was consistent with biological material and a corrosion process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Explantation damage, scratching and yellow discoloration were observed on the distal surfaces of the acetabular insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 'undated x-ray shows stem in varus, cannot confirm event, need operative reports, clinical and past medical history and serial x-rays.' Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that 'adhered material was observed on the stem trunnion and head taper. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy and the adhered material was consistent with biological material and a corrosion process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Devices were received with a mostly blank per form and x-rays of a patient's left hip. An accolade stem, lfit v40 36 +0 head, and 36d poly liner were received. The per form has the following information: date of implant (B)(6) 2007, date of explant (B)(6) 2019, revision of primary, surgical approach traditional/ standard, patient's post implant activity level moderate, replacement devices 32d liner, restoration modular stem construct, and a biolox delta ceramic head. Update: per mar report, corrosion was noted on the returned parts.

Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# 20722405. Trident 0 deg insert 36mm; cat# 623-00-36d; lot# t9jmkd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Devices were received with a mostly blank per form and x-rays of a patient's left hip. An accolade stem, lfit v40 36 +0 head, and 36d poly liner were received. The per form has the following information: date of implant (B)(6) 2007, date of explant (B)(6) 2019, revision of primary, surgical approach traditional/ standard, patient's post implant activity level moderate, replacement devices 32d liner, restoration modular stem construct, and a biolox delta ceramic head.